Event description:
It was reported that the system was no longer helping the patient with their crps, thus experiencing ineffective stimulation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6290105." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 8362602." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8362602.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6290105. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8362602. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8362602.

Event description:
Additional information was received stating surgical intervention took place where the entire drg system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.